Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: nine (5) samples were received from p/n 670160 l/n 4011402 l/n 4018555 and l/n 4054568 in used conditions, with their original lid and with its certificate of decontamination. Functional test: the samples were tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: during the test, leaks were found in the cuff. The cuffs were inspected using a digital microscope with a scale of 50x, to observe better the shape of holes found during leak test. It was observed the cuff surface was worn with areas with stretch marks. The holes were in the worn areas. The complaint is confirmed. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. The cause of the reported problem could not be determined. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts is malfunctioning. Reported after the second sterilization, the cuff "goes bad" while the patient is wearing it. This has happened three times. No patient adverse events reported.